Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: promus element, mr, ous 2.5x38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the distal struts were bunched, distorted and pulled distally, no damage evident on the proximal end of the stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter length. A visual and tactile examination found no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 19-sep-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 2.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device revealed distal stent damage.